Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged 1271-300 antegrade targeting module batch number: 213098, was received for investigation. Visual evaluation noted damage to the threads of the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces. Complaint allegation is confirmed. However, whether this was an out-of-box failure cannot be confirmed due to the damage to the device.

Event description:
On 04/21/2025, it was reported by a sales representative via (B)(4) that an 1271-300 targeting module did not line up and was missing the screw hole in the nail by at least 6mm. We were able to complete the case with a freehand lock. Delayed us by about 10 minutes after which the case was completed without issue. No adverse patient issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.